Manufacturer narrative:
Zimmer biomet complaint (B)(4). An osseotite implant (ifnt510) was returned for investigation. Visual inspection of the as returned product identified signs of use but no damage to the external threads. The collar and internal hex/threads were in good condition and did not show any damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. No device malfunction was found during the evaluation. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
It was reported that the patient experienced peri-implantitis. As a result, the implant had to be removed. Tooth location 8.